Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
Staples malformed. During the weight reduction surgery, after fired with ecr60g, the staples malformed with irregular shape. Changed another two reloads, the event re-happened. Change pse60a and ecr60d to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch #: p57a36. Device analysis: the analysis results found that one ec60a device was returned with no visual non-conformances and with three ecr60g cartridges reloads present. The cartridge (b) was received unfired with the pan dislodged. The cartridge (c) was received partially fired 1/16 with the pan partially dislodged from proximal end. The cartridge (d) was received unfired. The device was tested for functionality in the articulated position with the returned reload (d). The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were note to have the proper b-formed shape. The partially fired it is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. While no conclusion could be reached as to how the pan became dislodged from the reload, in addition it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. Cartridge b: ecr60g, p56646, unfired pan dislodged. Cartridge c: ecr60g, p56646, partially fired 1/16 pan partially dislodged from proximal end. Cartridge d: ecr60g, p57p46, unfired. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.